Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead the physician noticed insulation was bunched up around suture sleeve when preparing to close the pocket. The ra lead was removed and fluid ingression was noted. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.